Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached inside the patient when the physician was attempting to deploy the suture through the patient's right sacrospinous ligament. The needle was retrieved using "pick-ups (long tweezers)." The physician completed the procedure with another pinnacle posterior pfr kit without complications to the patient, who is reportedly "good" post-procedure.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached inside the patient, when the physician was attempting to deploy the suture through the patient's right sacrospinous ligament. The needle was retrieved using "pick-ups (long tweezers)." The physician completed the procedure with another pinnacle posterior pfr kit, without complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
Device analysis:visual analysis of the returned pinnacle mesh showed that the needle was missing from the solid blue dilator and the suture was kinked. The complaint was confirmed.visual analysis of the returned capio device showed that there were cracks on the gray handle. The probable root cause for the needle detachment was determined to be design.the probable root cause for the cracked capio handle could not be determined.

Manufacturer narrative:
The device has not been received; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event.